Manufacturer narrative:
Based on the reported events, it was determined that moisture entered the objective lens unit and condensed, making the observed image unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 18-jan-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 19-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Spots in the image. For last repair, only distal body assy with tubes and ift has been replaced. This event occurred at the time of during inspection. There was no report of patient harm.